Event description:
A maquet employee was made aware of an incident that took place at (B)(6) hospital in (B)(6) in (B)(6) 2008. It was stated that the anchor tab of the heartstring seal assembly had detached and was left in the patient's chest. This was discovered during a follow up x-ray. The pt underwent a follow up surgery and the piece was retrieved and the pt recovered with no further pt injury.

Manufacturer narrative:
Upon further investigation, it was determined that there was no record of the event having been communicated to a company representative and no record of the event in complaints documentation around the time the event reportedly took place. The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).